Manufacturer narrative:
The device was not returned for physical analysis; therefore, no laboratory analysis of the product could be performed. Service evaluation findings were available for review and confirmed a low power condition. The system failed the power-on self-test, and inspection identified that the fourth flash lamp was not functioning and that the lamp driver board exhibited unstable current. A device history record (DHR) review was conducted and found no evidence of deviations or nonconformances in the manufacturing processes; the device was manufactured in accordance with the device master record. A review of risk documentation confirmed that low power due to component failure is a known and anticipated failure mode. Based on the information available, the probable cause of the reported event was attributed to component failure, with no indication of a manufacturing or design-related issue.

Event description:
It was reported that before the procedure it was found that the energy was low. The procedure was completed with this device. There were no patient complications.

Event description:
It was reported that before the procedure it was found that the energy was low. The procedure was completed with this device. There were no patient complications.